Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat dyspareunia, an enterocele, a rectocele, chronic pelvic pain, and mechanical complications of implanted device. The patient underwent the concurrent procedures of laparoscopic lysis of adhesions, excision of vaginal implanted device, sacrocolpopexy, cystoscopy, and perineoplasty during mesh implantation.